Event description:
It was reported by the affiliate that the (2) mcl20 were used during a gastrectomy procedure. It was reported that the clips did not advance through the applier. It was not reported how the case was completed. There was no consequence to the pt.